Manufacturer narrative:
Steris performed in-service training on the proper use and operation of the amsco 7053hp washer/disinfector specifically, proper loading procedures.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and confirmed that the interior door glass required replacement. The technician confirmed that the glass was damaged but remained intact within the door frame. The technician replaced the door to the amsco 7053hp washer/disinfector, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. The operator manual states, (pg.35), "ensure no devices are sticking out or hanging out of the rack. Use a rack designed to handle the appropriate devices to be processed." Steris offered in-service training on the proper use and operation of the amsco 7053hp washer/disinfector specifically, proper loading procedures and the user facility accepted. A 3-year complaint review has confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that after an employee loaded a container onto the rack in their amsco 7053hp washer/disinfector, the handle of the container was "sticking out". When the employee commanded the washer door to close, the handle contacted the door subsequently causing the interior tempered glass to break. The glass was broken in a spider-like fashion but remained intact. A user facility employee received a small cut on her hand when she contacted the door. No medical treatment was sought or administered and the employee continued working.